Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately calcified left anterior descending (lad) artery. A 10/2.50 flextome cutting balloon was selected for use. During the procedure, when dilatation was performed at the calcified lesion, the pressure became unable to increase more than 4atm. When the balloon was taken out from the patient's body, it was noted that the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.